Event description:
Pt was injected with bovine collagen in the glabella resulting in vascular occlusion which lead to necrosis with scarring. Pt's scar was successfully treated with laser resurfacing.